Manufacturer narrative:
Combination product: yes. The affected product was not returned to biotronik and could therefore, not be subjected to a technical investigation. Images of the case such as angiographies, ivus or oct could not be obtained. Review of the production documentation confirmed that the device in question was manufactured according to specifications and fulfilled all the requirements of in? Process and final inspection. Based on the reviewed documentation no device deficiency or manufacturing-related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified, total occluded, lesion in the mildly tortuous part of the mid lad. After pre-dilatation, 2 orsiro mission overlapping stents were implanted and good results were obtained with ivus. Immediately afterwards, incipient thrombosis of the stents was observed. Medication was given and post-dilatation was performed with good results. In less than 24 hrs patient presented again with new thrombosis which was treated again by post-dilatation with a non-compliant balloon. Good expansion and free edges of the lesion were observed. New thrombosis occurred 4 days later. This is 2 of 2.